Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was damaged and loose, and the pump battery intermittently could not be charged properly without being held in place. The customer's blood glucose level was 252 mg/dl. Reportedly,the customer reverted to an alternate method of insulin therapy.